Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads; upn: m365db2202300; model: db-2202-30; serial: (B)(4); batch: 7078509.

Event description:
It was reported that the patient experienced perifocal electrode edema following a deep brain stimulation (dbs) lead implant procedure. A computerized tomography (CT) scan was taken to confirm there was a large edema along the lead. The patient was administered medication. The patients status improved with edema regression and clinical recovery.